Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patient fell in (B)(6) of 2013 and it tore one of the leads and damaged the device. It was also reported that the area got infected. The patient reportedly had the device replaced in (B)(6) of 2013 and the battery was changed to a smaller implantable neurostimulator (ins) and they cut out a new pocket. It was noted that the patient felt that the leads were replaced as well. There was reportedly only one incision near the ins when the replacement was done. Additional information has been requested but was not available as of the date of this report.